Event description:
The customer states that erratic sodium assay results are being generated by the architect c8000 ict module. One pt sample was repeated several times and generated the following results: 143.2, 3.7, 105.7, 110.3, 3.5, and 138.6 mmol/l. No suspect results were reproted from the lab. A service call was initated. There is no impact to pt management reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site. The fsr replaced the 1ml syringe of the ict module aspiration pump. The ict module was flushed, controls run and precision verifications was performed. Control and precision runs passed. The field service representative returned to the customer site the next day and replaced the ict probe, sample probe, ict syringes, and check valves. The ict probe alignment procedure was performed and passed, calibrations performed, and precision runs performed and passed. The customer sated that the issue was still unresolved and the field service representative was dispatched again and replaced the sample syringes seal tips and o-rings, ran controls and a precision run, which passed. Startup was performed, and water lines flushed. The customer reported that the analyzer was running fine and required no further assistance. The customer's issue is addressed in the clinical chemistry ict reagent package insert under the sections entitled, specimen collection and handling, suitable specimens. The issue is also addressed in the abbott architect system operations manual in the sections entitled, section 1: use or function; section 7: operational precautions and limitations; section 9, service and maintenance; and, section 10: troubleshooting and diagnostics. Based on review of the complaint text the issue is related to the sample syringes' seal tips and o-rings, which are part of quarterly maintance. The complaint text does not state if monthly maintenance had been performed. This is a final report. End of report.